Manufacturer narrative:
The product was not returned for analysis. Product history and batch records were reviewed and documentation indicated the product met release criteria. The product investigation could not identify a root cause. There have been no other complaints reported in the lot number. The manufacturer internal reference number is: (B)(4).

Event description:
A facility representative reported that during an intraocular lens (iol) implant procedure, the iol was inserted and removed. Additional information was provided by a nurse that during the cataract extraction with iol implant procedure, the entire nucleus dropped into posterior vitreous cavity. An attempt was made to place a sulcus-fixated implant, but it would not enter correctly and was therefore removed. The surgery was completed, however no new iol was inserted at this time, only the cataract was removed. The wound was closed using a nylon suture.